Manufacturer narrative:
Date rec¿d by MFR : 23sept2019, date of report : 24sept2019. The ventilator's diagnostic report shows the occurrence of the "35v supply failed" error code. The manufacturer¿s international service technician replaced the pm pcba (power management printed circuit board assembly) and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23sep2019.

Event description:
The customer reported internal power supply errors. There was no patient involvement.